Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that a week or two after implant the patient had their stimulation up to 3 but was jolted 3 times, so they decreased it to 1.9, and the device was working okay. The patient described the jolting experience as ¿bright lights¿ and losing control of their legs. The patient reported their most recent jolting experience was two weeks before the report. The patient stated they noticed they weren¿t feeling stimulation 4-5 days before the report, so they turned it back up to 2.4 where they could feel stimulation. When asked if they were experiencing therapeutic benefit, the patient stated they thought so but they had experienced stomach cramps that week, had diarrhea the last 3 days, and had leakage and stomach pressure on the day of the report. Syncing with the programmer showed that stimulation was on. It was reviewed how to turn stimulation on or off, and to consider increasing or changing programs. The patient was redirected to their healthcare provider to discuss programming changes if the problem did not resolve. No further complications were reported.